Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4). The ra lead was returned. No analysis was performed as reported allegations of infection with sepsis were known inherent risk of device.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection with sepsis. Reportedly, patient complains of erythema and pain at the incision site and was treated with oral antibiotics. The patient was admitted due to hypotension, shock, sepsis and there was also purulent discharge at the incision site which was drained. Further information from the field representative indicates that as per the source documents, the shock reported refers to septic shock. There is no information about device shock in the source documents. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ra lead was explanted.